Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name:# triathlon cr femoral component size 4 ; cat# unk_jr ; lot# unknown. Device name:# triathlon low profile tibial baseplate size 5 ; cat# unk_jr ; lot# unknown. Device name:# triathlon x3 asymmetric patella size 35; cat# unk_jr ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient had original components in on (B)(6) 2017 and I&d on (B)(6) 2021 with exchange of tibial poly due to infection.